Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that his (B)(6) male client used fixodent denture adhesive, version unk cream and/or super poligrip original, unspecified total daily uses both beginning in 1981 and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product usage.